Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following bilateral micro-stent implantations, the patient experienced hypotony in one eye and fibrosis developed between lens and vitreous in the other eye. Additional information was received reporting during surgery, the implant of one of the devices was more difficult with blood noted. The patient then presented with hyphema on postop day one. The hyphema was resolved upon the next visit, however, the surgeon noted a red and white fibrin 'clot' attached to the posterior capsule. There were no other posterior segment abnormalities noted. There was no clarification received as to which eye experienced these events, therefore, it will be reported against both eyes. This report is for the second eye experiencing fibrosis.

Manufacturer narrative:
No sample has been returned for evaluation for the report of fibrosis and hyphema; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. This complaint involved an eye that was implanted with the device in which implantation was considered "more difficult" and intraoperative bleeding occurred. At the 1 day postoperative visit, hyphema was present and a fibrin blood clot was observed on the posterior capsule. The fibrin blood clot and postoperative hyphema are likely the result of the intraoperative bleeding. Insufficient information was provided regarding the reason for the surgical difficulty; however, there is no mention of device failure before, during, or after surgery. This complication is considered to be most likely due to surgeon technique. Possible root cause is that the occurrence of intraoperative bleeding (with postoperative hyphema) is a known risk associated with device implantation, which is identified in the product labeling. Product labeling also provides detailed instruction regarding the implantation steps and management of complications that may arise. (B)(4).